Event description:
Upon inspection, it was found that a physio-control loaner device failed to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the loaner pool. Physio further evaluated the removed power pcb assembly and determined the cause for the malfunction to be an electrical short of a capacitor, designator c25.